Manufacturer narrative:
Section d4: additional information. Section h4: additional information. Manufacturer's investigation conclusion: the report of a tear in the patient's driveline can be confirmed based on the evaluation of the submitted photo. Also, analysis of the log file provided by the account confirmed an isolated low flow hazard alarm; however, a specific cause could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported infection and sepsis could not be conclusively established through this evaluation. The account submitted a log file for review. Analysis of the submitted log files revealed transient low flow hazard alarms captured on (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019. Multiple no external power alarms were captured throughout the log file. The system continued operation on the backup battery until appropriate power sources were reconnected as intended, and support was not interrupted as a result of these events. No external power events while the patient was on mpu power are reported under MFR # 2916596-2019-04322. The pump remained above the low-speed limit and appeared to be functioning as intended. The account communicated that the customer submitted images of a tear in the outer jacket of the driveline. According to the account, the tear was covered with white rescue tape. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU lists (pocket, local, and driveline) infections and sepsis as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in section 1 of this IFU. The low flow alarm is triggered when the flow is less than 2.5 lpm. The section entitled "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 2 years, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that customer submitted images of a tear in the outer jacket of the patient's hm ii driveline. It was noted that the tear was covered with white rescue tape. The 7.29 pocket controller log file captured data from (B)(6) 2019 - (B)(6) 2019, 74 days of history. Log file analysis indicated that the driveline was not fractured despite the tear in the outer jacket. The rescue tape was the recommended course of action. It was also reported that the patient was admitted for sepsis. The patient was found to have bacteremia and driveline infection. Device functioning was not the reason for admission at this time. Patient was treated for sepsis and driveline infection. Patient discharged with 6 week course of intravenous (IV) antibiotic therapy to skilled nursing facility (snf) to assist in increase endurance and strength. Device was functioning as expected prior to discharge from hospital.